Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses reported in a pmcf that "no, the electrode was not successfully able to capture and pace for the chosen duration of use¿ because "dislocation and new installation" in relation to semi-floating temporary pacing electrode .

Event description:
It was reported that the critical care nurses reported in a pmcf that "no, the electrode was not successfully able to capture and pace for the chosen duration of use¿ because "dislocation and new installation" in relation to semi-floating temporary pacing electrode .

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "balloon tie with potential failure mode, "broken wires, non-stripped wires, loose crimp". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.